Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment, with it presenting impedance issues and high pacing thresholds measurements. Upon revision, the device was found to have bent and twisted due to twiddlers syndrome. Additionally, the helix had retracted onto the lead. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in it presenting impedance issues and high pacing thresholds measurements. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment, with it presenting impedance issues and high pacing thresholds measurements. Upon revision, the device was found to have bent and twisted due to twiddlers syndrome. Additionally, the helix had retracted onto the lead. A new device was implanted. No additional adverse patient effects were reported.